Manufacturer narrative:
Findings: cracked reservoir tube lip, broken battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Failed battery test alarm due to corroded battery tube.

Event description:
It was reported that the customer had a cracked and chipped around the battery cap area of the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction. The customer was advised that the insulin pump need to be replaced.